Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device remained implanted as the patient's treatment options are discussed. It was also reported that the patient's medical history of potential endocarditis may have been a factor in the degeneration of this pericardial valve. If additional information is received, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 29 mm pericardial mitral valve was showing signs of degeneration leading to moderate to severe stenosis, high gradients (16 mmhg) and mild to moderate mitral regurgitation after an implant duration of 2 (two) years and 2 (two) months. The reoperation approach was under discussion. As per the op report, the implant of this mitral valve was done through median sternotomy with preservation of the whole subvalvular apparatus without mentioned incidents. The patient was (B)(6) at implant. As per discharge summary, patient had a history of suspected pm infection. Although endocarditis has never confirmed (no blood cultures, no by echo), doctors consider endocarditis as a possibility to explain the degeneration of the valve.

Manufacturer narrative:
Additional information was received, the mitral pericardial valve was removed. Upon removal, the valve was inspected, the valve leaflets appeared rigid and there seemed to be some host tissue coming from the subvalvular apparatus under one of the cusps (vs the posterior commissure) blocking the correct opening of the cusp. The patient received a mechanical valve.

Manufacturer narrative:
The device was returned and evaluated, report of stenosis was confirmed. Report of high gradient and regurgitation could not be confirmed through visual examination. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Host tissue caused folding towards the outflow aspect on the free margin of leaflet 2 near commissure 2, and on leaflet 3 near commissure 3. The sewing ring was cut around leaflet 2 and commissure 3, and exposed the wireform. Based on product evaluation findings, host tissue restricted leaflet mobility which led to stenosis. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per obtain information, patient had a history of suspected pm infection. Although endocarditis was never confirmed (no blood cultures, no by echo), the doctors considered endocarditis as a possibility to explain the early degeneration of the valve.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.